Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation report indicated that there was possible intermittent atrial undersensing on the atrial lead and the right ventricular (rv) lead showed ventricular noise oversensing and t-wave oversensing (twos) post sense. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.